Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Egms revealed that sometimes pvcs appear simultaneously with atrial pacing and then the pvc is not detected on the ventricular channel (flee in blanking period). It was followed by ventricular pacing at the programmed av delay. There were also pseudofusion beats when pvcs were not detected prior to delivery of ventricular pulse. No patient symptoms or additional information was reported.

Event description:
New information reported (B)(4) 2016 stated that the device was reprogrammed and normal device function resumed. The physician stated the he would continue to monitor the patient via merlin.net and in-clinic. The patient was asymptomatic.